Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included abdominal pain, swelling nos, back pain, headache, heart murmur and hypertension. Concurrent conditions included fever, back pain, menorrhagia, dysmenorrhea, diarrhea, swelling abdomen and musculoskeletal pain. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("gi condition") and dermatitis allergic ("allergic rash"). The patient was treated with surgery (to remove the essure implant,robotic assisted laparoscopic total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and gastrointestinal disorder had resolved and the dermatitis allergic outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, gastrointestinal disorder, menorrhagia and pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Surgical history: dental surgery. The tubes were left attached to the uterus because of previous essure coil placement. Plaintiff received treatment for: dysmenorrhea, menorrhagia (heavy menstrual bleeding), gi condition, allergic rash. Discrepancy noted:-(B)(6) 2011. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: reporter information was added. New events " abdominal pain, dysmenorrhea, menorrhagia (heavy menstrual bleeding), gi condition, allergic rash" were added. Essure confirmation test was not performed. Outcome of event " pelvic pain" updated as " recovered/ resolved". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.